Manufacturer narrative:
It is unknown when device became worn. Device is an instrument and is not implanted/explanted. Part: 03.130.010; synthes lot: 9923516; supplier lot: na; release to warehouse date: april 29, 2016; manufactured by synthes (B)(4); no nonconformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation flow: damage: visual (appearance not as expected) visual inspection: visual inspection at us customer quality (cq) observed deformation at the tip of the screwdriver. Upon further inspection of the device under 5x magnification, the tip edges of the thread were observed to be worn/deformed. No new issues were identified on the remaining portions of the device except for the minor worn surfaces on the device that will not affect the product functionality. Based on the visual inspection, the received condition agrees with the complaint description. Therefore, the complaint is confirmed. Dimensional inspection: the distal tip diameter, from thread to thread was measured at 1.40mm, which is within specifications of 1.39mm to 1.43mm per drawing. Document/specification review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Drawings for stardrive screwdriver shaft were reviewed during the investigation. Conclusion: while no definitive root cause could be determined, it is possible that the device encountered excessive torque during usage. Therefore, the complaint is confirmed. During the investigation, no product design issues or manufacturing discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the t4 screwdriver shaft for 1.3 & 1.5 screws in the variable angle (va) locking hand system was worn and slipping off screws. The technician instead used the other t4 driver. There was no surgical delay and no patient consequence reported. Concomitant device: locking screw (part: unknown, lot: unknown, quantity: 1) this report is for a stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).